Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Event description:
There was reportedly moisture behind the display.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the black box revealed 2 por events post a ¿call service (B)(4)¿ and after ¿cs078¿ alarms occurring on (B)(6) 2015. The battery compartment was found to be cracked at the case seal. There was moisture and corrosion observed on the display screen inside the pump. The pump was found to be leaking during a leak test due to a crack between the display lens and the sealing. The returned battery cap was used for testing and secured tightly to the pump. The battery cap was fastened and then unscrewed with no reboots occurring. The pump alarmed with a ¿cs128 fe88¿ upon the first rewind attempt and the remaining steps were unable to be completed. The pump¿s cover was removed; moisture corrosion was found to the fs plate, the power pcb, the display screen and to the cgm module.